Manufacturer narrative:
Adverse event problem health effect impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported confirmed left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - yellow particles on the surface of the shell.

Event description:
Patient reported left side rupture. Device has been explanted and replaced.